Event description:
It was reported that the patients battery quit working and after patients non-device related surgery the ipg was completely depleted and would never charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.